Event description:
The pt had 1 complete se stent implanted to the right external iliac in (B) (6) 08. Stent deployment was successful. Approximately 20 months post implant the pt presented with right leg pain and severe claudication. Evaluation of the pt showed occlusion of the distal right common iliac artery extending through the right iliac stent that is in place. A left to right femoral to femoral bypass graft was performed. The pt withstood the procedure satisfactorily and was stable post procedure. The investigator indicated that the reported event was possibly related to the study device.

Manufacturer narrative:
(B) (4). Secondary intervention. Results: occlusion of iliac artery or distal vasculature.